Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) female underwent a ring explant after an implant duration of one (1) year, ten (10) months. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to dehiscence, regurgitation, and pv leak. No additional details provided.

Manufacturer narrative:
Dehiscence. Device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Reoperations secondary to dehiscence are primarily the result of a progression of disease and not a malfunction of the device. No further actions are possible with the available information.